Event description:
It was reported that the customer changed the infusion set right before he left home to go to the airport. The customer was not wearing his glucose monitor at the time. The caller stated that the device alarmed no delivery before the first meal served, and his blood glucose was 400mg/dl. Then he attempted to bolus, but he continued vomiting. Then the customer went into ketoacidosis, and a doctor on the plane was able to put him on an insulin drip, pain medication, and he made sure that the blood pressure was normal. It was stated that as soon the plane landed he was taken in an ambulance to the nearest hospital in hong kong. The customer has not been using the insulin pump since the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.